Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without post implant images available for review the reported mesenteric perforation could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, mesenteric perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of a post-surgical pulmonary embolism (pe) and pe while on anticoagulation therapy. The filter was deployed via the patient's right common femoral vein. The cranial tip of the filter was placed at approximately the l2 pedicular level in the infrarenal area. The patient tolerated the procedure well. There were no immediate post-procedural complications.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported events fourteen years and eight months after the index procedure. The patient continues to experience intermittent abdominal pain, fear and mental anxiety.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b7, d11, g3, g4, g7, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc), approximately fourteen years and eight months post implant. The patient also reports intermittent abdominal pain, fear and mental anxiety. According to the medical record the indication for the filter implant was post-operative pulmonary embolism (pe) with recurrence of pe while on anticoagulation. The filter was placed via the right common femoral vein and deployed with the cranial tip of the filter at approximately the l2 pedicular level in the infrarenal area. The patient tolerated the procedure well. There were no immediate post-procedural complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without post implant images available for review the reported mesenteric perforation could not be confirmed or further clarified. Due to the nature of the complaint the reported intermittent abdominal pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.